Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00550. The patient has 4 leads (1 from lot ab2270 and 3 from lot ab2201) implanted. It was reported the patient suffered a fall the day after her leads were implanted. The patient later had x-rays and a CT scan performed which showed lead migration. Patient also complained of a possible infection (reference MFR report: 3008829311-2017-00551, MFR report: 3008829311-2017-00552 and MFR report: 3008829311-2017-00553). Patient's system was explanted.